Event description:
I had lasik surgery a yr ago and my vision never seemed to be right. Night vision impaired, could not read, sew, without sunlight. If raining or regular light, vision impaired. They said I needed "enhancement" surgery. I went for it on (B)(6), they did the right eye, felt nothing, just like initial surgery a yr ago, first "scary" thing was I saw the "scalpel" and when it made the slit it felt like a knife going across my hand. Then when the lasik started up, I felt every bit of it. It felt as if a mini circular saw was going around my eye. I squeezed my husband's hand so tight, I made a fingernail impression in his palm. I tried to be brave and not scream; of course my head was "clamped" down. After I got up from the table my right sinus was burning and a flood of mucus came out. We went through a box of tissues. They came over, put numbing drops in my eyes, did not seem to be concerned about mucus and my head was coming off the top of my head. We left, went to hotel, fell asleep until 8 pm, awoke in dull headache, went back to sleep, awoke 3 am to unbearable pain in my head, left eye scabbed shut, right eye usable. Went for checkup next morning. Doctor on duty said everything looked good, he acted like I was crazy when I told him about the pain. Continued intense pain, since then I have been to the eye doctors, back to surgeon 23 times, sometimes they see me twice a day and sometimes 3 times a day, cornea specialist, ER doctor, primary care doctor, and neurologist. I have a "bowl" headache that feels like there is a rubber band around the bowl. Confusion, no feeling in left side of face, short term memory loss, no bladder full sensation feeling. (B)(6) - surgery, (B)(6) - re-check, (B)(6) - originating optometrist, sends me over to ophthalmologist where first surgery performed, says corneas swollen, puts me on prednisone drops every 15 minutes. (B)(6) - back to ophthalmologist, still in intense pain in head and cannot open eye or it feels like sandpaper rubbing, no sleep from pred drops, going in my system, puts a contact bandaid on eye, I get temporary relief, 30 mins, then headaches, pain in eye, etc., cornea still swollen, cannot see out of eye. (B)(6) - checkup on bandaid contact, everything still the same, says we may leave in 5-7 days. (B)(6) - check-up on progress, says need to take out bandaid, I am still not sleeping, still on 15 min. Preds., come back 4 hrs, check on bandaid healing, come back go to optometrist and he gives me numbing drops to get to sleep for first time in a week, except for a couple of hrs here and there out of pure pain exhaustion. So after 3 doctors in one day, they call and say come back to (B)(6) tomorrow and they will do surgery again. (B)(6) - get there, cornea specialist spends 4.5 hrs, poking prodding, I can't not look to left or right without being woozy, headache still the same. The sound of after you have been to a college football game. Humming, throbbing, like a heartbeat, and a bowl "area." He says he is "humbled," don't know what could be causing double vision, pain in head, they are going to consult and come back in morning. Only possible explanation is shingles, but I have no outbreak on face. Puts me on 60 mg pred oral tablets all at once, not spaced out and then descending for 5 days and new eye drops. (B)(6) - they make consensus, I have shingles or I need to see a neurologist, and tell me the primary care doctor needs to schedule that. (B)(6) - go to primary care doctor fill him in, he takes blood for shingles, I do not have shingles. We find out later in the week, doesn't understand why they have not booked neurologist. Back to optometrist, says try new eye drops and surgeon from (B)(6) will be in town tomorrow (same guy I saw on (B)(6)) and they will definitely do the surgery, I have extreme double vision, cells under flap. (B)(6) - prep for surgery, decides he doesn't want to "touch" the eye, it feels bruised, pokes around for 2 hrs, sends me home. Says I must have a brain aneurysm, shingles, ms, brain tumor behind the eyes. That afternoon I awake from nap in pain in neck, back, like after a deep tissue massage, "bruising." I am very confused at this point, can hardly hold a conversation, end up in ER at 4:30, they give me phenagren, take blood, says we need to find someone to be captain of this sinking ship because evidently it is not the original surgeon. (B)(6) - go to family doctor demand he find neurologist and order MRI. (B)(6) - eye check, nothing changed, double vision, screaming headache. (B)(6) - MRI, eye doctor, (B)(6) - neurologist, nothing on MRI, no plagues, etc. She does a few minor tests and realizes within 5 mins that my 5th cranial nerve is damaged first division, and I have muscle damage, double vision, peripheral vision is compromised. Will need to go to specialist. (B)(6) - eye check at optometrist, nothing new, doesn't believe me there is nothing on MRI, says I am a classic case of ms or must have bell's palsy awaiting call from neuro.